Event description:
It was reported that high impedance was observed due to a connector issue. Flouroscopy confirmed that the svc pin was not properly connected. The svc was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.